Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirms one of the inner portions of the device fractured into two pieces. Both pieces were returned. The rest of the device was returned as well. The device shows signs of significant wear and use. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. An assessment of historical escalated cases concluded that this event was previously identified and its being addressed through our internal quality process. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the hinges of the mi z handle acet reamer are badly worn and cracked. No details of case involvement were informed.

Manufacturer narrative:
Reference number: (B)(4).